Event description:
A wire exchanged was performed for a shepherd guide wire to treat a moderately calcified, non-tortuous, 50% stenosed lesion in posterior tibial artery (pt) through common femoral artery (cfa). During treatment, the wire became stuck. The wire was pulled to loosen it from the vessel. Fluoroscopy imaging was performed and revealed the tip of the wire had fractured. The fractured component was too small to be snared and was left in vivo. There was no indication why the wire fractured. The patient was stable with no complications.

Manufacturer narrative:
Complaint investigation underway and will be attached to this report.

Event description:
A wire exchanged was performed for a shepherd guide wire to treat a moderately calcified, non-tortuous, 50% stenosed lesion in posterior tibial artery (pt) through common femoral artery (cfa). During treatment, the wire became stuck. The wire was pulled to loosen it from the vessel. Fluoroscopy imaging was performed and revealed the tip of the wire had fractured. The fractured component was too small to be snared and was left in vivo. There was no indication why the wire fractured. The patient was stable with no complications.